Event description:
It was reported by service report that the fowler gas cylinder was leaking onto the floor and the fowler cannot be raised or lowered. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.